Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leak, and the cuff does not inflate. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that complaint of leakage confirmed. The probable cause is unknown. Cut was observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.